Event description:
It was reported the guidewire broke. A v-14 control wire and carotid wallstent were selected for use. The carotid wallstent was positioned for deployment in the target lesion. However, the v-14 control wire was unable to advance and then broke. Both devices were removed together, and new devices were used to complete the procedure. There were no patient complications.